Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; bg level was not provided. Cause of bg was due to the pump settings requiring adjustments. Customer declined to provide additional information regarding this event.